Event description:
It was reported that the implantable neurostimulator and lead were explanted because, the system was not helping, and the patient needed to have an MRI. The explant date and patient outcome were not provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_silicone anchor lot# unknown, implanted: explanted. Product type accessory; product ID 39286-65, serial# (B)(4), implanted: 2009 (B)(6), explanted. Product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported the cause of the event was the patient had a reentered spinal cord. X-ray showed the device was not functioning as desired. The patient was hospitalized. The patient outcome was no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval: analysis of the implantable neurostimulator, model 37712, serial# (B)(4), found no significant anomaly. The battery was overdischarged and permanently damaged. Analysis of the lead, model 39286-65, lot# n210730001, found no significant anomaly. The lead body had been cut through, the product was segmented. Analysis of the winged anchor, model unknown, lot# unknown, found no significant anomaly. The anchor was cut.